Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (b)(60 2016, the reporter contacted animas, alleging an error 1 would not clear. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, an error 1 sub code 8 ¿records organization problem¿ occurred immediately when the meter powered on. Due to the inability to clear this message, the meter was unable to be paired with a pump. Unrelated to the original complaint, the meter display screen was operational but there were horizontal lines observed across the top of the display screen. (B)(4).